Event description:
According to the customer, "in each case, the foley was being inserted prior to surgery while the patient was under anesthesia. Because of difficulties inflating the balloon, a second kit was obtained and foley reinserted".

Manufacturer narrative:
According to the customer, "in each case, the foley was being inserted prior to surgery while the patient was under anesthesia. Because of difficulties inflating the balloon, a second kit was obtained and foley reinserted". The customer reported, "as far as I am aware, there was not injury and patients have been discharged". The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.